Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.

Event description:
It was reported that the patient hit his shoulder and the implantable pulse generator on cupboard door. After this event, increased capture thresholds were noted. The device was explanted and replaced.